Event description:
It was reported that the insulin pump alarmed during the fill tubing process. The blood glucose reading was 213 mg/dl. The customer stated that she was changing her infusion set when she received the alarm. Upon troubleshooting, it was determined that there may have been an occlusion with the reservoir. She stated that she had gone through 4 infusion sets and 4 reservoirs in the process of trying to resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.